Manufacturer narrative:
Results: the catrx was kinked and fractured approximately 110.5 and 111.5 cm from the hub respectively. Conclusions: evaluation of the returned catrx confirmed a kink and fracture. If the device is forcefully advanced against resistance, damage such as a kink may occur. Subsequently, further manipulation of a kinked device may result in a fractured device. The non-penumbra guide catheter identified in the complaint was not returned for evaluation; therefore, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using indigo system catrx aspiration catheters (catrxs) and a non-penumbra guide catheter. During the procedure, the physician found a catrx was kinked prior to removal from the packaging. The damage to the catrx was found prior to use, and therefore, it was not used in the procedure. The physician then opened another catrx. While advancing the catrx through the guide catheter in the target vessel, the proximal end of the catrx kinked and broke; therefore, it was removed. The procedure was completed using the third catrx and the same guide catheter. There was no report of an adverse effect to the patient.